Manufacturer narrative:
The motor controller (mc) pcba was tested and no failures were identified. The 1102 error code could not be duplicated.

Event description:
The customer reported primary alarm failure. This is being reported due to malfunction of the primary alarm. This can results in a medical intervention. No patient involvement reported.